Manufacturer narrative:
(B)(4). Evaluation summary: the analysis of the returned device confirms and is consistent with the reported resistance as evidenced by the stretched exchange sheath and displaced garage block. The tip of the sheath was damaged from striking the opened vessel locator wing. Resistance encountered during deployment is consistent with radial force constriction on the sheath. Instead of the tubeset sliding easily within the sheath, tissue compression forces may cause the sheath to drag along with the tubeset as it is distally advanced. Subsequently, the sheath elongates, which can cause interference with clip deployment. In this case, the analysis noted that the resistance encountered also caused the garage tube to become proximally displaced preventing clip deployment. The clip was returned exposed at the distal end of the device at the carrier tube. Factors that may contribute to radial force constriction may include, but are not limited to, a tight tissue tract and/or anatomical conditions. In this case, no anatomical contributors were reported. To prevent sheath constriction during deployment, per the instructions for use (IFU), it is necessary to create a 5-7 mm skin incision at the sheath site to accommodate the insertion of the clip delivery tube into the tissue tract. The reported continued deployment against resistance is not consistent with the IFU, which states not to advance the thumb advancer against resistance. If excessive resistance is experienced during advancement of the thumb advancer, manually collapse the locator wings and removed the device. The device in this case was returned with the plunger engaged and the vessel locator wings in the opened position. Based on the analysis, inspection criteria and reported information, the reported difficulty deploying the plunger with displacement of the clip appears to be related to the operation influences during use. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. A query of the complaint handling database was performed and there does not appear to be any indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.the device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of the common femoral artery was attempted using a starclose se device after an interventional procedure. Reportedly, while depressing the plunger, resistance was met. The plunger felt as if it was locked up. Extra pressure was applied and the plunger was able to be completely depressed. The clip was deployed; however, hemostasis was not achieved. After device removal, the clip was found on the device. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. No additional information provided.